Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was stuck in a transmitter pairing loop. Data and product were provided for investigation. Confirmation of the complaint was confirmed. The probable cause was determined to be a low transmitter battery. A fatal error with low battery was observed in the data.